Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun melsungen (the MFR), and b. Braun medical inc (the imp). This report has been identified as b. Braun internal report #(B)(4). The actual pump involved in the reported event has been returned for eval. The pump was tested three times for volumetric accuracy with a rate of 200ml/hr and 250ml tested in spec: 1st test: 248ml or 99% of expected volume; 2nd test: 247ml or 98% of expected volume; 3rd test: 247ml or 98% of expected volume. Further investigation on the pump is on going at this time. A follow-up report will be submitted when the results become available.

Event description:
Ref imp report (B)(4).